Manufacturer narrative:
(B)(4). Batch # r9334d. Device analysis: the analysis results found that the er320 device was returned with no damage in the external components. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the device was cycled and it fed, retained and formed the remaining 13 clips as intended. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, no anomalies were found. As the device was found to be fully functional, it could not be determined what may have caused the reported incident. No conclusion could be reached as to what may have caused the reported incident. A manufacturing record evaluation was performed for the finished device batch number r9334d, and no non-conformances were identified. Mfg date: 04/24/2018, exp date: 03/31/2023. Additional information was requested, and the following was obtained: did the clips fire from the jaws of the device? Did the clips not close on the tissue, malformed? Did the clips drop or eject from the jaws of the device? Response: clip malfunctioned would not close on the tissue.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy the device would not clip tissue. A second like device was used to complete the procedure with no patient consequences reported. There is no additional information.